Event description:
On (B)(6) 2017, the reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The patient detailed that the alleged issue began on (B)(6) 2017, time was unknown. The patient stated that she obtained a blood glucose result of 7.0mmol/l on the subject meter. The patient manages her diabetes with insulin (self-adjuster) and reported taking her usual dose of insulin based on the reading she obtained. Two hours later the patient stated that she developed the symptoms of sweating, tachycardia and general weakness. The patient retested and obtained an alleged inaccurate high reading of 4.6mmol/l on the subject meter compared to 2.9mmol/l on the other meter performed within less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient reported that she self-treated with food and felt better. During troubleshooting the cca noted that the meter was set to the correct unit of measure, the result was obtained from an approved sample site and the patient was using the correct testing steps. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.